Event description:
It was reported that, "alignment rod was placed through pivot block. Surgeon realized that the pivot block was no longer aligned correctly. We used a different hole in the alignment guide handle to check alignment. It appears that the pivot block is bent or the whole construct had twisted".

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.